Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving multiple no delivery alarms from his insulin pump. At the time of reporting the customer's blood glucose was 215 mg/dl. The customer performed a five unit fixed prime to determine if the cannula or the sight connection were occluded. The customer stated that insulin was coming through the tube following the prime. The customer stated that he changes his infusion set every four or five days. He was advised to change it every two to three days in the future. No equipment is being returned. No additional information was returned.